Event description:
Customer claims that the alarm tone is intermittent when the magnet clip is detached from the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).